Manufacturer narrative:
Result: power cord inlet filter. Conclusion: customer will be provided with a replacement bed.

Event description:
It was reported via the user facility that the power cord inlet became disconnected from the bed and contacted the bed frame, shorting out the bed's electronic functions. No patient involvement or adverse consequences were reported.